Manufacturer narrative:
On 1/13/2015 a medtronic representative, following-up at the site, reported the surgeon had just finished a posterior fusion using vertek max navigated instruments on the posterior side of the patient. The patient was prone, and placed in a mayfield skull clamp during the posterior portion of the case. The same imaging system and navigation system were used on the posterior side and the anterior side of the patient. All navigation functioned normally during the posterior portion of the procedure. After the posterior portion of the case was completed, the patient was repositioned in the supine position, was still pinned with mayfield skull clamp. An articulating arm was placed on the mayfield skull clamp. The patient was draped, and the reference frame was placed on the articulating arm. After anterior posterior (ap) and lateral scout shots were done with the imaging system to verify the correct vertebrae were being scanned, a normal spin was performed with the imaging system. Everything was navigating fine from the beginning of the procedure, throughout the resection of the c4 vertebral body. After the vertebral body was removed, a spacer was placed in the defect. After the spacer was placed, the surgeon used the pointer to verify the midline alignment of the spacer, and that is when the inaccuracy was alleged. It is not likely the anatomy could have moved after placement of the spacer, as the patient was pinned in a skull clamp and the posterior side of the spine was fused with vertek screws and rods. The passive probe was only off on the depth. Medial/lateral margins were checked, and the anterior/posterior margins and the pointer was correct. Medtronic representative analysis finds that experience tells us that, as time went along in the procedure, the patient may actually have settled as the surgeon was working. In this procedure, they may be using navigation for a longer period of time and seeing this anatomy change over time. At this point they could acquire a new scan and it is likely it would be accurate. On 11/13/2015 performed an accuracy check on the navigation system by spinning a sawbones and everything appeared fine. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an anterior cervical procedure, the surgeon alleged a 5 millimeter inaccuracy. Probe was showing deeper than its actual position. The surgeon was using an imaging system with the patient pinned in a cranial frame. This issue occurred while using spine 2.1 software and an imaging system along with the navigation system. There was no delay of therapy. No further details regarding the measurement or direction of the alleged inaccuracy were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.